Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer reports they feel okay to troubleshoot. The customer reports they have back up plan available. The customer was advised to change set and monitor blood glucose to call back if additional troubleshoot is want. The customer was advised to follow up with healthcare provider.